Manufacturer narrative:
H6: investigation summary : no product or photo was returned by the customer. The customer complaint that the saline or blood does not flow when pushed or pulled through the line could not be verified due to the product not being returned for failure investigation. A device history record review for model 22003e - 07 lot number 20109560 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 21oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 22003e-07 lot number 20109526 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. H3 other text : see h10.

Event description:
It was reported that an unspecified number of pressure rated ext set bonded ss 8.5 had flow issues and were clogged during use. The following was reported by the initial reporter: "it was reported that the saline or blood does not flow when pushed or pulled through the line. Verbatim: when lure lock is attached to product like a flush or a vacutaner, the saline or blood does not flow when pushed or pulled though the line."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20109560. Medical device expiration date: 2021-10-21. Device manufacture date: 2020-10-19. Medical device lot #: 20109526. Medical device expiration date: unknown. Device manufacture date: 2020-10-15. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of pressure rated ext set bonded ss 8.5 had flow issues and were clogged during use. The following was reported by the initial reporter: "it was reported that the saline or blood does not flow when pushed or pulled through the line. Verbatim: when lure lock is attatched to product like a flush or a vacutaner, the saline or blood does not flow when pushed or pulled though the line."